Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: although the initial provided information states the handle is cracked, examination of the returned instrument found the handle broke into two pieces. The root cause is attributed to inadvertent use error. Based on the determination of environmental stress cracking as the root cause, no further corrective action is being pursued at this time. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Upon evaluation of the returned instrument found the handle broke into two pieces.